Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory via review of stored electrograms. A power-on reset occurred during hv therapy delivery into a low impedance load. The cause of the reported sensing anomaly was noise. The device was tested using automated test equipment and no anomaly was found. The root cause of the noise and low impedance output could not be determined.

Event description:
It was reported that during an aortic valve replacement procedure, electrocautery was used. Device interrogation post procedure revealed back-up mode. The device image revealed that the emi generated by the cautery was oversensed and resulted in inappropriate therapy and device reset. The physician elected to turn of hv function. Four days later, the hv function was tested, and the device reverted to back-up mode again. The device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.